Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent l3-4 interbody and pl fusion, and instrumentation using reliance pedicle screws, rods, and vertebral body spacer. Bmp-2 was used for the interbody fusion; bmp-2 with local bone in the gutters. This was to treat translational breakdown with stenosis and instability at l3-4 that was progressive. It was noted that a previous fusion at l4-5 and l5-s1 was solid. Postoperatively the patient complained of incisional low back pain. Patient was discharged on day 3 after passing p.t. And mobilizing independently as he will have no assistance at home. On (B)(6) 2013 the patient presented to gastroenterology for colonoscopy with small and localized area of inflammation in the descending colon. A biopsy on this date ¿showed features consistent with ischemic or infectious colitis¿. The gastroenterologist noted ¿recurrent symptoms¿, but did not describe the symptoms. He further recommended a CT angiogram to evaluate the mesenteric vessels, and an ECG to look for sources of embolization.